Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification. The device passed flow accuracy testing with an accuracy error of 4.8136% which is within 5% specification when tested at 125ml/hr.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was tested for flow accuracy but the values were too low. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.